Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause of the reported bradycardia post tavr procedure was likely related to the mechanisms described above and the pre-existing rbbb. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(6) affiliate, sometime after a transfemoral tavr procedure for the implantation of a 26mm sapien 3 valve, the patient developed paroxysmal atrial fibrillation and bradycardia and a permanent pacemaker was implanted for bradycardia at an unknown date. The s3 valve was uneventfully deployed in an 80:20 aortic/ventricular position as intended. The procedure was completed without complication. After the procedure (date unknown), paroxysmal atrial fibrillation developed. Since the heart rate interval was prolonged when the paroxysmal atrial fibrillation returned to normal sinus rhythm, a permanent pacemaker was implanted. The reporting physician stated that the s3 valve was not the cause of the events requiring pacemaker implantation. He suspected that there were particular preexisting factors of bradycardia. Per the report, the patient preoperatively had complete right bundle branch block. The native annular area was reported to measure 460-470 mm2 by CT with moderate valve calcification and sever root calcification. The diameter of sov measured 33.0 mm.